Event description:
The pt reported a loss of therapeutic coverage following a rear-end car accident in a mall parking lot. She indicated that approx 3 to 3.5 weeks prior that she felt stimulation below the knee but that now the stimulation was only felt above the knee. She noted that she was unclear if the stimulation stopped prior to the car accident. The pt met with her physician who referred her to the MFR rep. No other pt symptoms had been reported. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).